Event description:
Spontaneous call from pt's spouse who states sn# (B)(4) is alarming with "push rod must move forward, remove cartridge, then choose ok", states he follows those steps but the screen wouldn't move forward from there. Advised pharmacy will send new replacement pump and return box. Pt has a backup pump to switch to. Is the actual device available to be returned for investigation? Yes; did we replace device? Yes. What is the serial number of malfunction pump? (B)(4); did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No. Dose or amount: 51ng/kg/min; frequency: continuous; route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.